Event description:
It was reported that the patient received a red alert notification for high out-of-rage shock impedances of 134 ohms on the right ventricular (rv) lead. Later, the impedance measured 80-100 ohms. An x-ray was performed and there were no fractures. Boston scientific technical services discussed programming options, and the possibility of performing a commanded 41 joule shock. The rv lead remains in service. No adverse patient effects were reported.